Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the hcp referred the patient to the emergency room (ER). There was no other information to provide.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had severe abdominal pain following a night of severe vomiting. There were no factors that may have led to the issue and it was noted that impedances were in normal range. The patient was seen by the hcp and was sent to the emergency room (ER) for a CT scan. It was unknown if this was resolved at the time of the report. No further complications were reported or anticipated.